Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the rf (radio frequency) head uplink amplitude test was out of specification; the rf head cable found out of electrical specification. Analysis also found the rf head cable has twists. Concomitant medical products: product ID: 2090, programmer. Product ID: 229047, analyzer. (B)(4).